Event description:
During an in-clinic follow-up, the device was found to be in back-up vvi (bvvi) mode. Technical support was contacted and confirmed that the device went into back-up mode due battery depletion as a result of excessive charging due oversensing on an unknown right ventricular lead. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the high voltage defibrillation therapy was disabled when the device was in bvvi mode. The patient is not pacer-dependent.